Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer¿s blood glucose level was 19mg/dl at the time of the incident. The customer reported that they help with the pump or meter not sure which one. The customer treated low blood glucose with food. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.